Event description:
The below report was received by health authority (reference number: (B)(4) on 08-jul-2024. This spontaneous case was originally reported by a regulatory authority and describes the occurrence of back pain ("lower back pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2016, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion intervention required), inflammation ("inexplicable inflammation in her body"), muscle disorder ("muscle problems"), arthropathy ("joint problem"), genital haemorrhage ("severe bleeding"), stress urinary incontinence (" stress incontinence"), neck pain ("severe pain in neck"), pain in extremity ("severe pain in arm") and musculoskeletal pain ("pain in shoulder blades"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the neck pain and pain in extremity had resolved. The outcomes for back pain, inflammation, muscle disorder, arthropathy, genital haemorrhage, stress urinary incontinence and musculoskeletal pain were unknown. No causality assessment was received for essure with regard to inflammation, muscle disorder, arthropathy, genital haemorrhage, stress urinary incontinence, neck pain, pain in extremity, musculoskeletal pain or back pain. The reporter commented: experienced many symptoms from essure after insertion in 2016: inexplicable inflammation in her body, many muscle and joint complaints, severe bleeding and stress incontinence, essure has since been removed and some of the complaints disappeared after one week: the severe pain in arms/neck/shoulder blades and lower back have disappeared. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4) ) on (B)(6) 2024. The most recent information was received on 16-jul-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lower back pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2016, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion intervention required), inflammation ("inexplicable inflammation in her body"), muscle disorder ("muscle problems"), arthropathy ("joint pronlem"), genital haemorrhage ("severe bleeding"), stress urinary incontinence (" stress incontinence"), neck pain ("severe pain in neck"), pain in extremity ("severe pain in arm") and musculoskeletal pain ("pain in shoulder blades"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the neck pain and pain in extremity had resolved. The outcomes for back pain, inflammation, muscle disorder, arthropathy, genital haemorrhage, stress urinary incontinence and musculoskeletal pain were unknown. No causality assessment was received for essure with regard to inflammation, muscle disorder, arthropathy, genital haemorrhage, stress urinary incontinence, neck pain, pain in extremity, musculoskeletal pain or back pain. The reporter commented: experienced many symptoms from essure after insertion in 2016: inexplicable inflammation in her body, many muscle and joint complaints, severe bleeding and stress incontinence, essure has since been removed and some of the complaints disappeared after one week: the severe pain in arms/neck/shoulder blades and lower back have disappeared. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.